Event description:
Customer requested service of their vaporizer. During testing by ohmeda service representative, output was noted to be out of specification. There was no reported patient injury. Investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.